Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated when raised the motor will slowly come back down. Also stated that the cable lock is not holding the cables securely.